Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the metal cap is loose within the outer flow tubing; the outer flow tubing open end wall integrity is compromised, and exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber; the fiber ID label is missing. Probable root cause: based on the device analysis, the product complaint "tip rupture " could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 30,965 joules and 3 minutes tip rupture was noted. It was not reported if the tip rupture occurred inside or outside of the patient. The fiber was exchanged and two additional fibers were used to complete the procedure. The fiber tip was not cleaned during the procedure. Stable patient outcome reported.